Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral palsy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion, (citb) in children with intractable spastic cerebral palsy. Reportable event: case 8 a male, procedural and device ae's included; incomplete operation, the spinal catheter could not be inserted further than 10 cm. After intervention, the catheter tip could easily be moved to the midthoracic level. Non-procedure or device related ae's included: urinary hesitancy, paroxysmal dizziness, paroxysmal paleness, epileptic seizure.

Manufacturer narrative:
Catheter.